Manufacturer narrative:
Initial and final MDR 1878462- device 6 of 7. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced seven infusion set leakage from site event (B)(6) 2024. The infusion set was in use for few minutes to a day. The blood glucose level was 300 mg/dl at the time of event and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.